Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtw clip was advanced and it was noted that grasping attempts were difficult with subsequent injury to the chordae. The clip was positioned and deployment was carried out per the instructions for use. When the clip delivery system (cds) handle was pulled back, the clip did not detach from the cds. The clip was not able to be pulled back into the guide due to the instability of the clip on the cds. The clip was snared in the atrium and successfully detached from the cds and removed from the patient. One clip was implanted reducing tr to grade 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All information was investigated, and the reported activation failure including expansion failures clip deployment could not be replicated in a testing environment due to the condition of the returned device (clip was deployed). Image resolution poor, difficult to remove anatomy and positioning failure leaflet grasping clip not implanted could not be replicated in a testing environment as they were related to patient or procedural / operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, a cause for the reported positioning failure associated with leaflet grasping, difficult to remove from anatomy and activation failure including expansion failures associated with clip deployment could not be determined. Image resolution poor is related to procedural conditions as imaging was reported to be challenging due to a lot of echo shadowing, poor imaging quality and rotated heart. Unspecified tissue injury (leaflet damage and chordal rupture) appears to be related to procedural conditions and due to several grasping attempts and the difficulty removing the clip from anatomy. Tissue damage/injury is listed as a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.